Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported at the request of from the geriatrics department for consultation, our department staff proceeded to the geriatrics department on april 9, 2025, at 10:45 am to perform a mid-to-long-term catheter placement procedure for patient. After thorough communication and explanation, the informed consent form was signed. Following routine disinfection and draping, the puncture was performed. The procedure proceeded smoothly. After withdrawing the inner core of the introducer sheath and the guidewire, the catheter was advanced slowly and steadily to the predetermined length. Upon withdrawing the guidewire from the catheter, it was observed that the distal end of the guidewire had become thinner approximately 10 cm from the tip. Immediate inspection revealed the catheter remained intact, posing no harm or safety risk to the patient. The narrowed section resulted from loosening at the threaded weld point of the guidewire, causing thread stripping. The guidewire was retained, and subsequent procedures continued with proper fixation. The patient was instructed on necessary precautions.